Event description:
It was reported that during a lapafoscopic cholecystectomy procedure, upon the second or third firing of the clip applier on the cystic dict, the clips began popping out of the jaws, unformed, and falling into the abdomen. A second like device was opened and used to complete the case. No patient consequence.